Event description:
It was reported that during the tha surgery, the surgeon inserted the crossfire insert with the trident psl but there were some gap (about 0.5mm-1.0mm) between the crossfire insert and the trident psl. He confirmed the insert did not come off from the trident psl. After implanted head, when he tried a reduction, he found the insert settling down (about 0.5mm-1.0mm) with trident psl.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.